Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the amplifier circuit design of the patient board set was changed on (B)(6) 2018, after the device was manufactured. However the definitive root cause of the faulty patient board set could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center via phone, the customer reported there was no image displayed due to connector issue with 180 scopes; 190 scopes worked and the maj-1430 was replaced. The customer physically blew out dust and the issue continued, therefore the customer agreed to send in the device for evaluation. The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty patient board set. There was also a worn-out video connector latch, which caused a poor connection with the cable. These findings both required repair. It was also recommended that the software be updated from version 3.01 to 4.10. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, the rectangular connector was not working with 180 scopes; connector still worked with 190 scopes. The issue was found at preparation for use and there was no patient harm associated with the event. The device was returned and evaluated, and a faulty patient board set was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.